Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the implantable cardioverter-defibrillator exhibited oversensing myopotential episodes. Programming changes were discussed. The patient was not symptomatic.

Event description:
Additional information received noted that the patient was seen in clinic on (B)(6) 2020. The oversensing was reproduced by deep breathing. The device was reprogrammed. The oversensing could not be reproduced afterwards. The patient was not symptomatic and was stable.